Event description:
It was reported that during an unrelated cardiac procedure, the device was found to be in backup vvi (bvvi) mode. Technical support was contacted in order to attempt to restore the device. Two attempts were performed but the device was unable to be restored into normal device functioning. A revision procedure was performed. The device was then explanted and replaced to resolve the event. The patient is stable.